Event description:
The account alleged when the pt position module is set in positioning mode a pt can get out of bed before it alarms. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.